Manufacturer narrative:
Section d catalog number was corrected.

Manufacturer narrative:
H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Arrythmia/tachycardia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptoms: the cause of the injury was not determined due to insufficient clinical details. Pump suction/low pump flow: clinical details reported suction and reduced flows overnight, and at the time, the pump was oriented towards the mitral valve. Flows improved after repositioning the pump. The product was not returned for investigation. Data log review confirmed low flows and suction alarms triggering on (B)(6) 2025 when it was reported. At this time, flows were below spec (2.0 liters per minute at p-6), placement signal started to trend down over time and lost pulsatility. Motor current pulsatility also decreased, which could imply something was inhibiting flows. Clinical details mentioned that the pump was oriented towards the mitral valve at this time. After repositioning, flows and placement signal improved slightly. The cause of the low pump flow and suction was most likely improper positioning of the pump, as data log review indicates positioning issues and clinical details stated that the pump was oriented towards the mitral valve during the events. Device history review: the pump passed all post sterile inspection criteria.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. Upon arrival to the hospital, the patient was found to be hypotensive with audible crackles in bilateral lung bases. Electrocardiogram results were noted to be largely unremarkable, showing no acute st changes. The patient¿s beta-natriuretic peptide was elevated with a result of 1627 pg/ml and creatinine was elevated with a result of 1.5 mg/dl. A transthoracic echocardiogram (tee) was performed to reveal a left ventricular ejection fraction (lvef) of 15% with severe left ventricular (lv) hypokinesis, moderate mitral regurgitation, a laminar thrombus at the lv apex, and grade iii diastolic dysfunction. Further cardiac evaluation included a left heart catheterization with no coronary artery disease (cad) noted. Right heart catheterization was performed and revealed an elevated right atrial pressure of 27 mmhg and pulmonary capillary wedge pressure of 33 mmhg, decreased pulmonary artery saturation of 34%, and a fick of 1 l/min. Cardiac magnetic resonance imaging (cmri) was performed to assess the lv thrombus and ventricular function. The cmri found no indication of a lv thrombus, worsening lvef of 13% while receiving dual inotropes, decreased right ventricular ejection fraction of 28%, and a small non-cad scarring of mid inferior wall. Due to the decompensated heart function, the medical team decided to implant an impella cp in the setting of society for cardiovascular angiography and interventions stage ¿c¿ decompensated cardiogenic shock with a plan to escalate the patient to an axillary impella 5.5 the next day for continued evaluation of advanced heart failure therapy. After the impella cp was placed, the position was imaged with fluoroscopy. The position of the impella did not look to be ideal, and the physician was concerned the pigtail was entangled with the mitral valve apparatus. Despite numerous attempts to reposition, the decision was made to remove the impella cp device and re-insert the same pump after obtaining repeat access with a guidewire. The device was successfully placed, and good placement was noted with fluoroscopy and tee. The following day, the patient was taken to the operating room for planned escalation to impella 5.5. Upon removal of the impella cp, a clot was observed to be hooked on the pigtail. It was noted that although the patient had a history of lv thrombus, no lv thrombus had been observed on the cmri prior to impella cp placement. On day 5 of impella 5.5 support, the patient¿s pulmonary artery pressures were noted to be elevated and impella support was increased from p7 to p8. It was reported that the patient was intermittently experiencing second degree heart block and briefly, complete heart block a couple of days ago. The following day the patient experienced small, nuisance nose bleeds. It was noted that the partial thromboplastin time was therapeutic. The next day it was reported that the nosebleeds continued and the patient¿s bivalrudin was started and stopped intermittently to address the bleeding. On day 8 of support, it was noted that the nosebleeds had resolved, and bivalrudin was resumed. On day 9 of support, it was noted that the patient¿s hemoglobin had dropped to 6.2 g/dl and the patient received one unit of packed red blood cells (prbcs). The repeated hemoglobin level was 7.3 g/dl post transfusion. On day 10 of support, it was reported that the previous day the patient was out of bed and that overnight the patient had increasing anxiety. The patient was tachycardic with heart rate around 130 beats per minute. The patient experienced additional minor nose bleeds and was given medication for anxiety. On day 13 of support, the patient was taken to the cardiac catheterization laboratory for cannulation of venoarterial extracorporeal membrane oxygenation (va ECMO) for ongoing progressive biventricular failure. After va ECMO support was initiated, impella 5.5 support was decreased to p6. The patient was noted to have been transfused with an additional two units of prbcs and 250 mls of albumin. Overnight, it was reported that there were suction alarms and the patient experienced increased ectopy with reduced impella flows. A point of care ultrasound revealed that the pump was orientated towards the mitral valve. The physician repositioned the device, which increased the impella flows. The patient was noted to feel much better after repositioning and the patient¿s mixed venous oxygenation levels were noted to be 65%. A small hematoma was noted at the axillary site found with computed tomography and was not appreciable with visual examination. It was additionally noted that the patient was noted to have had a laminar lv thrombus which measured 1.6cm x 1cm on (B)(6) 2025 and was not appreciable on (B)(6) 2025 cmri prior to impella placement. The patient was taken to the cardiovascular operating room for escalation to central va emco placement and remove the impella 5.5 and peripheral va ECMO. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. This complaint involves two impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella 5.5, with serial number (B)(6). This report specifically addresses pump 2: impella 5.5, with serial number (B)(6), which is the subject of this report. A separate report will be submitted for the other device associated with this complaint.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.